Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent surgical treatment of endometriosis. It was reported that patient underwent complex cystometrogram, uroflowmetry, and right retrograde pyelogram due to recurrent tract infection, high post void residual, suprapubic discomfort and history of sling placement on (B)(6) 2011. It was reported that patient underwent laparoscopic appendectomy due to chronic pelvic pain on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient experienced infection, urinary/bowel problems and neuromuscular problems.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.